Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 600 mg/dl at the time of the incident. The customer was hospitalized on last sunday (B)(6) 2019. The drive support cap was sticking out. Customer report customer does not allege pump was under delivering. The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).